Event description:
A home infusion nurse reported that a pump reservoir volume discrepancy occurred during pump refill. The expected residual volume (erv) and actual residual volume (arv) were unknown. It was unknown if there were any patient symptoms or complications associated with the event. The cause of the discrepancy was unknown and it was unknown if the issue was resolved. No diagnostic testing or troubleshooting was reported. The pump was replaced on (B)(6) 2014. Patient status at the time of the report was alive with no injury. The device system delivered compounded baclofen, fentanyl, prialt, and clonidine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found.

Event description:
Additional information received reported that a 3 ml volume discrepancy from expected had occurred. The cause of the volume discrepancy was unknown. The patient had experienced increased pain. In regards to troubleshooting, "nuclear medicine isotope" was noted and the system was patent. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.